Event description:
A malfunction alarm identified as "malf 16" was reported, but there were no adverse impacts on the customer's blood glucose level, which was recorded as 14.4 mmol/l. Customer reported that they were to contact healthcare provider for a backup therapy.